Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During implant procedure, increased, out of range, pacing impedance was noted on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.